Event description:
It was reported that while using 2 of the bd posiflush¿ prefilled normal saline flush syringe with pump compatability the plunger was difficult to move. The following was received the by the intitial reporter: we have received multiple reports of posiflushes (306547) that are reading ¿occluded¿ on the pump. We have verified that product number 306547, lot number 322686 are defective. We had 100% occlusions on all that we tested.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3226386, d4. Medical device expiration date: 31jul2026, h4. Device manufacture date: 14aug2023. D4. Medical device lot #: 3214828, d4. Medical device expiration date: 31jul2026, h4. Device manufacture date: 02aug2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 of the bd posiflush¿ prefilled normal saline flush syringe with pump compatability the plunger was difficult to move. The following was received the by the initial reporter: we have received multiple reports of posiflushes (306547) that are reading ¿occluded¿ on the pump. We have verified that product number 306547, lot number 322686 are defective. We had 100% occlusions on all that we tested.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1911916-2023-00698 is a duplicate of 1911916-2023-00691 this supplemental is to cancel MDR 1911916-2023-00698.